Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files showed 4 low voltage hazard alarms on (B)(6) 2026. The patient reported never letting the batteries get critically low and recalled that it could have possibly occurred during a power outage. The log files were submitted for review. The event log captured power cable disconnect/low power hazard/no external power while connected to mobile power unit (mpu) on (B)(6) 2026 at 07:41. This was caused by power to the mpu being briefly interrupted. There was no pump interruption during these events as the system controller backup battery functioned as intended. The alarms were resolved upon the mpu regaining power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power hazard and power cable disconnect alarms was confirmed via the submitted log files. On 07mar2026, low voltage hazard and power cable disconnect alarms were captured while connected to the mobile power unit (mpu). This series of events is consistent with a loss of ac power. The alarms resolved when external power was restored to the system. The backup battery supported the system without issue during this event. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The heartmate mpu (serial number: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, cause of the alarms, if the alarms resolved, troubleshooting steps taken, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the wall outlet or back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged, and if the mpu would be returned; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power, low voltage, and power cable disconnect alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.